Event description:
On 28th may 2026, it was reported by an arthrex employee via email that for an ar-1317ft, suture anchor, nano corkscrew® ft, ti, w 3-0 fw, when ligament grafting, the surgeon drilled a 1.35mm pilot hole and used a nanocorkscrew, but it broke during insertion due to torque failure at the connection between the screw and the driver. This was detected during use in a fixation of a slender leg ligament detachment procedure on (B)(6) 2026 where h&w internal brace kit and nanocorkscrews were used to fix a slender leg ligament detachment. The procedure was completed successfully as the surgeon managed to remove the screw, opened another kit, drilled a 1.6mm pilot hole, and carefully inserted the screw. No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.